Event description:
Boston scientific crm received information that this local representative contacted technical services in (B)(6) 2010 to discuss an episode of oversensing associated with electrogram noise. A printout was fax'ed to technical services for review. Technical services discussed the possibility of electromechanical interference (emi). Subsequently, boston scientific crm received information that that this device was electively explanted and replaced in (B)(6) 2010 due to normal battery depletion.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Microscopic visual inspections noted tool marks in the device casing surface. A hole was noted in the both right ventricular (rv) high voltage and right atrial (ra) positive seal plugs. All of the seal plugs were intact and all the setscrews moved freely. Pacing and shock impedance testing were normal. The device was put through and passed a series of automated diagnostic testing. Engineering calculations determined that this device did meet expected longevity. However, the elective replacement indicator (eri) to end-of-life (eol) interval was less than 90 days. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.